Manufacturer narrative:
The returned inserter was visually inspected to confirm the failure mode outlined in the description of the complaint. After reviewing the instrument, it was determined that the inner draw rod had fractured at a location approximately flush with the point on the outer sleeve where the draw rod is exposed. The reported failure may be due to misuse, surgical technique, or excessive torsional force. These devices are part of loaner sets that are subject to handling and repeat use after distribution. Wear and damage can occur over time. Exact root cause unable to be determined. Possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
Seaspine/orthofix became aware on 05 feb 2026 that the tip of a shoreline acs inserter fractured intra-operatively when inserting the waveform c interbody. The fractured tip could not be retrieved from the interbody and was left in-situ. As a result, the locking cover was unable to be added to the construct. As the surgery was completed without the locking cover, orthofix/seaspine cannot guarantee the stability of the construct post-operatively. No patient injuries were reported.